Manufacturer narrative:
This event occurred in (B)(6). The customer indicated there are no strips left in the vial.

Event description:
The customer complained of erroneous glucose results for 2 patients tested on an accu-chek inform ii meter with serial number (B)(4) and an accu-chek inform ii meter with serial number (B)(4). Patient 1 initial result with inform ii meter with serial number (B)(4) at 11:35 a.m. Was 18.7 mmol/l. The patient was tested on a 2nd inform ii meter at 11:40 a.m. And the result was 9.5 mmol/l. The result of 9.5 was provided to the patient¿s doctor. It is not clear which result was believed to be correct. Patient 2 ((B)(6)) initial result with the 2nd inform ii meter at 11:46 a.m. Was 15.5 mmol/l. The patient was tested on inform ii meter with serial number (B)(4) at 11:48 a.m. And the result was 20.3 mmol/l. The result of 15.5 was provided to the patient¿s doctor. It is not clear which result was believed to be correct. Quality controls were performed on both meters and the results were acceptable. No adverse event occurred. The test strips were requested for investigation, however there are no strips left in the vial.

Manufacturer narrative:
The customer did not return the test strips. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.